Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery and had scratches on top of the liquid crystal display. Customer stated had no delivery alarm and she changed her infusion set and noticed the cannula was bent. Troubleshooting was done. Customer's blood glucose was 469 mg/dl. Customer stated her blood glucose later in the day was 530 mg/dl. Customer stated she treated the high blood with the insulin pump. Customer stated that the alarm was resolved with an infusion set change. Customer stated that she can still read the screen on the insulin pump and works fine. Advised to monitor the insulin pump. No further information provided.